Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient had a revision of this inflatable penile prosthesis (ipp) due to the pump not working as expected. There was a break in the tubing where the tubing meets the pump, and the device would not inflate. There were no patient complications.